Event description:
An event involving a 7" (18 cm) microclave® smallbore t-connector, injection site, slip luer, non-dehp tubing reported that 3 sets became unscrewed when connected to a patient. There was patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending. D4: only di provided as lot number is plots. 14340419- mfg dt: 03/20/2025, exp dt: 03/01/2030. 14385623- mfg dt: 05/09/2025, exp dt: 04/01/2030.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
Correction: the event occurred on an unspecified date.